Event description:
It was reported the subject device " did not display any video". The event was found at preparation for use for a therapeutic (obstetrics and gynecology) procedure. The device was replaced and the intended procedure was completed using a similar device. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the customer reported issue was confirmed. It was found that the video connector case has a crack on the side. The coupler was found to be loose. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "warnings" section in the "instructions for use" section of the instruction manual: if an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. Based on investigation results, the complaint was confirmed , the cracks on the side of the video connector case indicate that stress was applied to the video connector. This caused the internal ccd to malfunction, resulting in the inability to communicate properly and the failure to produce images occurred. Olympus will continue to monitor complaints about this device.